Manufacturer narrative:
The cat # has been updated. The following information has been updated: d.4. Medical device catalog #: 365974.

Event description:
It was reported that the unknown bd neonate cbc tube experienced clotting. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported the customer was experiencing clotting issues. We wanted to discuss our neonate cbc specimen clotting issue. We have identified this as a pi project with a goal of decreasing the rate by 20%. Our current clotting rate is at 11%.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unknown bd neonate cbc tube experienced clotting. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported the customer was experiencing clotting issues. We wanted to discuss our neonate cbc specimen clotting issue. We have identified this as a pi project with a goal of decreasing the rate by 20%. Our current clotting rate is at 11%.

Event description:
It was reported that the bd microtainer® tubes with k2e (k2edta) experienced clotting. The following information was provided by the initial reporter: material no: 365974. Batch no: unknown. It was reported the customer was experiencing clotting issues. We wanted to discuss our neonate cbc specimen clotting issue. We have identified this as a pi project with a goal of decreasing the rate by 20%. Our current clotting rate is at 11%.

Manufacturer narrative:
H.6. Investigation: investigation summary: as bd life sciences - preanalytical systems had not received any sample, photo, and lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Investigation conclusion: as bd life sciences - preanalytical systems had not received any sample, photo, and lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. The following fields were updated due to corrected information: b.5. Describe event or problem: it was reported that the bd microtainer® tubes with k2e (k2edta) experienced clotting. The following information was provided by the initial reporter: material no: 365974. Batch no: unknown . It was reported the customer was experiencing clotting issues. We wanted to discuss our neonate cbc specimen clotting issue. We have identified this as a pi project with a goal of decreasing the rate by 20%. Our current clotting rate is at 11%. D.1. Medical device brand name: bd microtainer® tubes with k2e (k2edta) d.2. Medical device type: jka d.2. Common device name: blood specimen collection device d.4. Unique identifier (UDI) #: (B)(4). G.5. PMA / 510(k)#: k991702 h3 other text : see h.10